Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reports that suture was used for wound closure. Patient reported their wound has opened in the first few days following surgery and are requiring repeat wound closure. The pattern is out of ordinary as the suture typically dissolves 3-6 weeks following the procedure. Used another device without further consequence. No other information related to patient available. No unanticipated tissue loss, tissue damage or bleeding. The device is being returned for evaluation. Additional information requested via email. 1. What was the original procedure? Vasectomy reversal. 2. How many days post-operatively did the dehiscence occur? Patient contacted the surgeon via cell phone at day 7. 3. Had the patient already been discharged? Yes, same day. 4. How was the wound closed after the dehiscence? (Re-operation in the operating room, outpatient, in the office) pending further details from surgeon. 5. What was used to close the wound after the dehiscence? Pending further details from surgeon. 6. How is the patient doing now? Pending further details from surgeon.

Manufacturer narrative:
(B)(4).